Event description:
Following a kyphoplasty procedure at level l1, it was reported that a patient developed an infection of unknown origin at the treated level. The patient was subsequently treated with antibiotics and was reported to be doing well with no further indication of an infection.

Manufacturer narrative:
Other: follow up conversation with physician reporting the event.